Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer advised that there are retraction issues while in use on patients.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4292354. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issues, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Additional information received on 27oct25: I will tell you however, that the issues we were experiencing included: slow retraction, spontaneous retraction without pressing the button, needle prematurely permeated the catheter in the middle of the shaft. No persons were reported to be harmed.